Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any malfunction code appears again, which the customer understood and agreed to do.